Event description:
The customer called to report multiple alarms as well as insulin squirting out during the manual prime. The customer did not have a back up plan if injections, therefore, he was advised to go to urgent care or the emergency room for treatment. The customer later called and confirmed that he was hospitalized due to the high blood glucose levels. The reported blood glucose reading was 352 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.